Manufacturer narrative:
(B)(4).

Event description:
It was reported that sudden increase in capture threshold and drop in sensing was observed. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.